Manufacturer narrative:
A siemens customer service engineer (cse) was performing maintenance on the cuvette waste container of a dimension rxl max with hm at a customer site. During the maintenance, the cse observed that the customer had installed a non-standard waste bag. The waste bag position prevented the waste cuvette film from sealing properly and dropping into the bag. When the waste container was moved the unsealed waste cuvette film dropped allowing the liquid biohazardous waste to splash onto the face of the cse. The cse was wearing safety glasses at the time.

Event description:
A siemens customer service engineer (cse) was exposed to liquid biohazardous material while servicing a dimension rxl with hm system. There are no known reports of medical treatment or adverse health consequences due to the biohazard exposure.